Event description:
The physician gained access via the left femoral artery in order to place stents in a severely calcified cto lesion in the right superficial femoral artery. As they attempted to position the smart control for deployment in the distal portion of the right sfa, the distal few millimeter of the smart control stent began to deploy at the lesion site, even though the red locking pin was still in place and was not removed prematurely. However, the stent was deployed in the intended location, and the procedure was successfully completed. There was no pt impact.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.